Event description:
It was reported that: "no co2 was measured and after troubleshooting, we found that the access to the filter at the co2 connection is blocked. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "no co2 was measured and after troubleshooting, we found that the access to the filter at the co2 connection is blocked. There was no reported patient harm or consequence.".

Manufacturer narrative:
Qn# (B)(4). The reported complaint 'filter at the co2 connection blocked' was confirmed upon investigation of the returned sample. The customer returned an actual sample for investigation. Visual inspection revealed that the luer port of the complaint product housing has been occluded by the housing material. A device history record review was performed, and no relevant findings were identified. Based on the investigation conducted on the returned sample, the root cause of this reported issue has been determined to be supplier related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.